Manufacturer narrative:
Only one flexcath steerable sheath (lot 61556, serial number (B)(4)) was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve. The second flexcath steerable sheath (lot 61556, unknown serial number) was discarded by the hospital after the procedure and was not returned for evaluation. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Event description:
During aspiration, air was seen in the sideport of flexcath steerable sheath lot 61556 serial number (B)(4). The sheath was replaced by another flexcath steerable sheath of the same lot (serial number is unknown). Again, air was seen in the sideport during aspiration. Some blood was leaking out of the valve during the procedure. There was no patient injury.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.